Event description:
It was reported that during a clinic visit, this pacemaker was found to be operating in safety mode. The patient is not pacing dependent. At this time, no adverse patient effects were reported. This pacemaker remains in service. Subsequent additional information was provided that reported that this pacemaker was explanted and replaced with a new device successfully. No additional adverse effects were reported.

Manufacturer narrative:
This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during a clinic visit, this pacemaker was found to be operating in safety mode. The patient is not pacing dependent. At this time, no adverse patient effects were reported. This pacemaker remains in service.